Manufacturer narrative:
The depot repair technician completed the device evaluation. The fluid ingress was into the power supply. No burning or carbonization was noted. No other parts were affected as a result of the spill. The device was decontaminated, repaired and upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills.

Event description:
On (B)(6) 2016, haemonetics opened a service report for an orthopat device with a description, "power failure, fuses blown." On (B)(6) 2016 the depot repair technician opened the returned device and a fluid spill was found which ingressed into the power supply.